Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for a pulse field ablation procedure. Prior to the procedure when the sheath was kept under pressure bag irrigation, the tap did not watertight and fluid leaked from the tap of the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.